Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the issue was consistent with product design, construction/design false, defective. Since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings were damaged on the craniotome device. It was further determined that the bearing was broken and the balls and cage were incomplete. It was further determined that the inside of the device was corroded. It was further determined that the device failed pretest for vibration, cutter insertion and lock operation. It was noted in the service order that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the date returned to manufacturer was documented as jul 12, 2017 and has been updated as jul 25, 2017. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings were worn out and broken creating a situation where the cutter was not able to be inserted. It was noted that this is due to the bearings no longer being in axial alignment which does not allow the cutter to pass through. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.